Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak contained foreign matter in the fluid path. The following information was provided by the initial reporter: "it was reported that: plunger defects were detected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak contained foreign matter in the fluid path. The following information was provided by the initial reporter: "it was reported that : plunger defects were detected".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 7 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review was not performed since a lot/batch number was not reported for investigation. H3 other text : see h.10.